Event description:
The dental implant fx4010swc was removed due to insufficient primary stability on the same day as implant placement. The patient has no significant medical history and has been recovered without complications.